Event description:
It was reported the pt's lead was explanted and replaced due to ineffective coverage. The pt's issue was resolved with the replacement lead.

Manufacturer narrative:
Eval results: the lead was returned cut as a result of the explant procedure. A microscopic examination of the lead revealed electrocautery marks. No broken wires were observed. Continuity testing of the lead segments did not reveal any anomalies. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.